Manufacturer narrative:
The patient developed pulmonary hnt and needed an rvad. It was also reported that the patient experienced uncontrolled bleeding and a decision was made to discontinue support and the patient expired. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the chief of perfusion that during implant, the cover for the vent holes and the percutaneous lead bullet tip cover fell off while tunneling through the exit site. Blood and tissue were introduced into the driveline and when the pump was connected to the controller, the controller would not actuate the pump and the pump did not sound appropriate. A decision was made to remove the device and exchange it with another lvad.